Event description:
It was reported that the patient's primary controller was exchanged due to extensive damage.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a system controller exchange due to extensive damage was unable to be confirmed. The heartmate 3 system controller (s/n: (B)(6)) was not returned for analysis. No photos, additional documents, or log files extracted from (B)(6) were submitted for review. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. A root cause for the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook, rev. D, section 6 - "caring for the equipment" and heartmate 3 instructions for use (IFU), rev. C, section 8 - "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook, rev. D, section 10 and heartmate 3 IFU, rev. C, section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.